Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the buttons were intermittently responding on the customer's insulin pump. It was advised that the customer discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.